Event description:
It was reported that during the implant procedure, a noise was heard so the spacer was removed and the physician noted the weld was separating on the implant. A new spacer was implanted. The patient was doing well post-operatively.